Event description:
It was reported that the pulse generator exhibited noise on egms. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was not confirmed. Electrical analysis exhibited normal characteristics. No anomaly was found.